Event description:
It was reported that the pt experienced a severe burning sensation, 24 hours a day, in her groin area. The pain was at a 9 out of 10. An external stimulator was used and the burning sensation stopped immediately. Upon device replacement surgery, "debris" was found in the pocket area. The total device system was explanted. A month later the pt had a new device system implanted. Further info is being requested from the hcp.